Event description:
It was reported that the craniotome device was broken. The reporter stated that event either occurred prior to surgery or during surgery. However, the reporter could not provide any further clarification. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; it was stated only that the event occurred between (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be bearings that were worn and out of axial alignment, due to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.